Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to the pump shutting off. The customer's blood glucose reading was 125 mg/dl at the time of incident. The customer was advised to monitor the pump and that a replacement battery cap would be sent to them. The insulin pump will not be returned for analysis.